Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: describe the event or problem: continued issues with air in line of citrate post b. Braun pump. Air was seen in crrt circuit and pump stopped. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used contaminated sample without packaging was provided for investigation. Upon evaluation of the unit, the sample was attached to the pump and tested by running therapy while staggering the flow rate to replicate the reported concern. No alarms occurred during testing. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. The sample was leak tested and no leakage was detected. The reported issue was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.